Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 event, the flow sensor, flow control valve, and port regulator were replaced to resolve the reported issue, and for 1 event the vent control board and the power management board were replaced to resolve the reported issue.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1505-9000-000 critical care ventilator experienced a malfunction resulting in loss of mechanical ventilation during a case. Of the 2 events, 2 not involve patients. There was no patient information available.